Event description:
It was initially reported that the patient came into the office for a follow up post-op. The patient was to have his settings increased, but system diagnostics resulted in lead impedance=high, impedance value >= 10,000 ohms. The patient was referred to the surgeon for consult. Follow-up with the surgeon indicated that diagnostics following surgery were within normal limits. The family indicated that there had been no trauma since surgery. The patient is reported to be non-verbal so it is unclear if the stimulation is being perceived. The surgeon has decided to keep the device turned on and monitored with eeg. Surgery has not been recommended by the surgeon at this time. No x-rays have been made available at this time.